Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was reported to have shocked the patient 20 times during the same day due to supraventricular tachycardia (svt). There is reasonable evidence that suggests that therapy could have been exhausted as the maximum number of shocks per episodes for this device is 6. The device remains in service but the ventricular tachycardia (vt) and ventricular fibrillation (vf) rates were optimized . No adverse patient effects were reported.